Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection revealed that the female connector was separated from the main body. There was evidence of solvent to the mainbody. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the white twist clamp of a transfer set. This issue occurred during treatment. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.